Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etlw1616c124ee, sn (B)(4), expiration date: 2018-12-12, UDI (B)(4). Etlw1616c82ee, sn (B)(4), expiration date: 2019-01-12, UDI # (B)(4). Film evaluation summary: the exact cause of the reported type IV endoleak seen during implant could not be determined from the limited films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. A 6-second returned video during implant at final angio confirmed contrast coming primarily from the left side of the bifurcate/limbs near the level of the gate. Review of a single post-implant image revealed that the stent grafts had been relined with multiple limbs from the top of the bifurcate extending distally down both iliac limbs. The films was non-contrast; therefore, no endoleak or stent graft/vessel patency assessment could be performed. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, during the implant procedure, a type IV endoleak was noted on the final angiogram. Two additional limbs were placed from the flow divider in the main body and extended down into the iliac limb extensions. This reportedly resolved the event as the CT had subsided on the follow up CT scan. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.